Event description:
Suspicious rv (right ventricular) lead fracture. High thresholds and sensing integrity counter (sic) oversensing episodes. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).